Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up appointment in clinic. Non-sustained rv oversensing episodes demonstrating post sensed t-wave oversensing were noted. The device was reprogrammed. The patient was in stable condition and the device is functioning appropriately.